Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) regarding unknown quantity of set, clearlink continu-flo 3yll 106 in 10dpm 48 ea/ca in which the doctor from the or advised baxter that the backcheck valves are malfunctioning lately. The process step was during use, therefore there was patient involvement. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.